Manufacturer narrative:
No lot # provided. Unique identifier (UDI)#: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Device manufacture date: unknown. Medical device expiration date: unknown. Returned to manufacturer on: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 was broken and provided erroneous results.